Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The units left on display properly matched with the units left at water filled test reservoir during testing. No unexpected vibration or noise anomalies were noted. The motor passed was tested outside the device and passed. The drive support cap was found slightly loose. The device was received with cracked case at the display window corners and battery tube threads, and scratched screen.

Event description:
The customer reported that the insulin pump started vibrating while having a dinner, but there was no alarm on the screen. The blood glucose reading was 127mg/dl. The device was not exposed to a high magnetic field. Advised the caller to discontinue the use of the device. No further information was provided.